Event description:
Surgeon noticed the needle tip of the bovie had fallen into the sterile field of the pt's neck incision. After c arm and searching the field for the needle tip, the surgeon was unable to find the tip and conducted that the tip was not in the neck and most likely incinerated by heat during the use of the needle bovie.